Event description:
It was reported that a device was used during a low anterior resection. The device fired an incomplete staple line. Two ends of the rectum were not stapled. The surgeon had to suture by hand. There was no other pt consequence.